Event description:
It was reported that the patient experienced ineffective therapy with the percutaneous leads. As such, surgical intervention took place wherein the entire system was explanted and replaced with a new paddle lead system to address the issue. Reportedly, therapy was restored post operatively. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4) , serial: (B)(6), batch:6320324. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not able to be confirmed. Analysis of lead a found it was returned incomplete. The lead had been cut during the explant procedure and only the terminal end segment (33.2cm) was returned. Analysis of this segment did not identify any anomalies and it passed continuity from contacts to corresponding bare wires.